Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5: the evaluation also found that the light and optical cover glass adhesive was worn, blockage was evident in the outlet pipe and air water channel, the distal end adhesive was lifting, the light guide tube had minor delamination, blockage was evident in the air water channel, the up, down, right, and left angles did not meet specifications, play was evident in the up, down and right, left angles, water flow and removability did not meet standard values, the air and water channel volumes did not meet specification, and the automated air leak test was failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the colonovideoscope had a white foreign material in the air/water channel. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. The event can be detected and prevented by following: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.